Event description:
A planned revision surgery was performed by the surgeon using the blueprint planning feature due to instability.

Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.